Manufacturer narrative:
The reported event of loss of captures was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was presented in the hospital. Upon interrogation, it was observed the patient's right ventricular (rv) has experienced loss of capture. The rv lead was revised on (B)(6) 2021, where cardiac perforation had occurred. The lead was explanted and replaced. The patient was in stable condition.